Event description:
The customer was admitted to the hospital and was put on an insulin drip. The customer reportedly was in diabetic ketoacidosis but did not know what their blood sugars were at the time of admission. During troubleshooting it was discovered that the audible alarm was not able to be heard. According to the customer the device has not been dropped, bumped or exposed to moisture.